Event description:
It was reported the er320 was used during a laparoscopic cholecystectomy. It was reported the clips shot out of the applier instead of holding in the gun. A new er320 was opened to complete the case. From fdc10 tray. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.46550. Date sent: 11/11/1998. H6: yielded jaws. Ligaclip endoscopic rotating multiple clip applier: based upon the inquiry info rec'd and the visual examination, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned empty and locked out. As the instrument was rec'd empty and locked out, further functional testing could not be performed. However, it was noted that the instrument was returned with the jaws damaged. This may have contributed to the reported incident of the clips shooting out of the instrument. If the jaws are torqued or closed over a hard object, the jaws may become damaged and will not fire or form the clips correctly.